Manufacturer narrative:
UDI: (B)(4). The dialyzer was discarded and not available for technical investigation. A photograph was provided for evaluation. The dialyzer was not visible in the photograph. Blood on the floor and the machine could be seen. The issue was not able to be verified with the provided photograph. A batch review was conducted and there were no deviations found during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly an external blood leakage occurred during a home hemodialysis treatment with a polyflux 210h dialyzer with an estimated blood loss of 300 ml. The patient started the treatment, then went to sleep. When the patient woke up, they discovered a puddle of blood on the floor and on the machine. The patient did not provide other additional information. There was no report of patient injury or medical intervention associated with this event. No additional information is available.